Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that she experienced itching, redness, and inflammation on the right side of the abdomen where the sensor was inserted. While removing the sensor on (B)(6) 2018, some skin came off. The affected area was treated with non-prescription triple antibiotic ointment. Reportedly, the patient was pregnant during use. On (B)(6) 2018, during a virtual check-up appointment, the patient discussed the skin reaction with her doctor. The doctor stated the patient should wait until the area healed or try another spot to insert a new sensor. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available. Labeling indicates: the dexcom g5 was not evaluated or approved for the following persons: pregnant women.